Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the act button on the insulin pump is sticking and he has to press it multiple times in order to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.